Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic uterine suspension and cervical cone biopsy with loop electrode.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and hysterectomy resulting in inability to have additional children. The patient underwent revision of anterior colporrhaphy to repair mesh erosion on (B)(6) 2000 for vaginal mesh erosion. The patient underwent a tah, right salpingo-oophorectomy, marshall-marchetti-krantz and removal of vaginal mesh on (B)(6) 2000 for stress urinary incontinence, chronic pelvic pain, posturethral sling and vaginal mesh erosion. The patient underwent an exploratory due to drainage of an open wound 4 months duration, probable foreign body response to mesh, right inguinal mass and possible inguinal hernia right side on (B)(6) 2000. The patient underwent flexible cystoscopy on (B)(6) 2001. The patient underwent exploratory laparotomy, excision of chronic abdominal cutaneous sinus and urethral lysis on (B)(6) 2001. The patient underwent cystoscopy, urethroscopy, vaginoscopy and hydrodistention of bladder to maximum at 550 cc on (B)(6) 2006. The patient underwent additional surgeries related to removal of adhesions and pain on (B)(6) 2003, (B)(6) 2004 and (B)(6) 2007 and procedures related to interstim device on (B)(6) 2005 and (B)(6) 2006. (B)(4).